Event description:
It was reported that during the laparoscopic salpingectomy, the device did not work. Attempted to plug it out and plug it in three times, but still the same. Opened another device and used it on the same generator. The patient had bleeding on the fallopian tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic salpingectomy, the device did not work on the first time using the device. On quite thick tissue. There was no energy deliver and no end tone heard when press the clutch button. Attempted to plug it out and plug in three times but still the same. Open another ligasure and used on the same generator. Patient had 10ml of bleeding on the fallopian tube.